Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could be confirmed, based on available information and medical expert opinion. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert, and he opined that- ¿there are signs of loosening (caves, cysts) around the tibial and the talar component. Fusion of the subtalar joint has occurred, also between the cuboid and the calcaneus as well as there is a plate at the site of the talus and the navicular and the tn-joint also shows signs of fusion. Last but not least we can see that the syndesmosis has also (almost) fused. The pe is not visible and cannot be assessed directly. It looks as if it is intact and in the correct position. The loosening is likely to be patient related, but without further information this can-not be assessed properly. Also, there is additional material in the fused body of the navicular and talus.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was most likely caused due to poor bone stock and cysts around tibial and talar components along with bone fusion at multiple sites. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.